Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis of the distal fragment revealed several cuts into the insulation and a deformed outer conductor coil, which most likely resulted from the extraction procedure via laser. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 11 months, it was reported that the atrial lead is dislocated. The lead was explanted.